Manufacturer narrative:
Investigation conclusion: the customer¿s complaint that the device infused methotrexate at the wrong rate was not confirmed during a review of the logs or during testing. Results from a review of the pump module event log identified the reported infusion of methotrexate programmed at 2:42:29 pm on (B)(6) 2020, with a rate of 12.7ml/h and a vtbi of 297ml as described. At this rate, the infusion would infuse for 23 hours and 23 minutes. The rate was increased by the user to 29ml/h at 12:03:38 pm on (B)(6) 2020. At 1:14:59 pm the infusion completed and transitioned to kvo at a rate of 20ml/h. At 1:27:39 pm on (B)(6) 2020, the vtbi was changed to 39ml and the infusion was restarted. It should be noted that during the infusion, the user programmed two delays at different times; however, the user canceled the delays to restart the infusion. The total calculated delays were approximately 39 minutes. A timed rate accuracy test performed on the returned pump module s/n 13908982 found the device in good working condition and delivering fluid within specification. Device inspection: pump module external and internal inspection noted the following observations: both iuis connectors were observed to be dull. Fluid ingress was observed at the bottom of the rear case as well as the bottom of the bezel assembly. All other possible replacement parts were observed to be bd parts. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint that the device infused at the wrong rate was not determined. Testing demonstrated customer¿s pump module to be working as intended and in specification. Device history review: a review of the device history record showed the device had a manufacture date of 07aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device infused at the wrong rate. A methotrexate (mtx )infusion was programmed at 12.7ml/hr for 297ml. However, at 23 hours and 23 minutes into the infusion cycle, it was realized that the infusion would not finish for another 1.8 hours. This lead to increasing the pump rate from 12.7ml/hr to 29ml/hr in order for the mtx infusion to complete in the stipulated 24 hours. Biomed stated that the infusion rate and volume were reported to have been programmed correctly. It was also reported that the adult patient suffered no adverse effects from the event.

Manufacturer narrative:
Additional information: e2,g3,h6.

Event description:
It was reported that the device infused at the wrong rate. A methotrexate (mtx )infusion was programmed at 12.7ml/hr for 297ml. However, at 23 hours and 23 minutes into the infusion cycle, it was realized that the infusion would not finish for another 1.8 hours. This lead to increasing the pump rate from 12.7ml/hr to 29ml/hr in order for the mtx infusion to complete in the stipulated 24 hours. Biomed stated that the infusion rate and volume were reported to have been programmed correctly. It was also reported that the adult patient suffered no adverse effects from the event.

Manufacturer narrative:
The devices have been received. A follow up report will be submitted once the failure investigation has been completed. Patient informations were requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the device infused at the wrong rate. A methotrexate (mtx )infusion was programmed at 12.7ml/hr for 297ml. However, at 23 hours and 23 minutes into the infusion cycle, it was realized that the infusion would not finish for another 1.8 hours. This lead to increasing the pump rate from 12.7ml/hr to 29ml/hr in order for the mtx infusion to complete in the stipulated 24 hours. Biomed stated that the infusion rate and volume were reported to have been programmed correctly. It was also reported that the patient suffered no adverse effects from the event.